Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 packaging was poorly perforated. The following information was provided by the initial reporter: "perforation on syringe packaging does not allow an easy separation when needing a syringe. On some of the syringes the perf will tear open the syringe package and cause the sterility of the product to be compromised. Some of the syringes will separate as needed and some will tear open the adjacent syringe. I have lost about 20 syringes because of this. I have four (4) cases of the same lot #. I can also send samples. Bd item #302995, 10ml syringe lot #2061316 exp date: 2027-02-28

Event description:
No additional information

Manufacturer narrative:
Pr 9293098 ¿ follow up MDR for device evaluation (B)(4)samples of 10 ml luer-lok syringes were received by bd. A quality engineer was able to review the sample from lot number 2061316 regarding material number 302995. All samples were received in sealed packages in four different box cartons. Thirty samples were found to have poor perforation difficult to open causing tears in the packages: 9 samples in one box, 4 in the second, 8 in the third, and 9 in the fourth box. The condition observed is non-conforming per product specification. Potential root cause for the package perforation and package difficult to open defect are associated with the packaging process. It possible the slitters were dull, or the air pressure was insufficient to cut through the package. A device history record review was completed for provided lot number 2061316 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.